Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer stated that cracks were found at the joint where the main intubation and arteriovenous lines are connected. The cracks were noticed during the procedure. Leaking occurred during dialysis. The catheter had to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.